Event description:
Hcp reported the low reservoir alarm was set to alarm in 2003. The pt "fired" their physician two weeks before. The pt presented to the emergency room three days after alarm set date with signs of withdrawal including nausea, vomiting, and abdominal pain. The pt was admitted to the hospital. An endoscopy was performed and gastritis was identified. The pt was discharged approximately 2-3 days later after refusing a psychological evaluation. The physicians involved have not seen this pt since this event and have no info on the pt outcome.